Manufacturer narrative:
A patient's ipg displayed the end of service (eos) message was reported to abbott. The patient is not receiving therapy. No intervention is scheduled. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The patient is not receiving therapy and will likely require surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated. Reporter phone number (B)(6). It was reported to abbott, a patient¿s infinity 5 dbs ipg had reached its end of life. The patient controller indicated the ipg needed to be replaced. As of 19 mar 2024, no intervention had been planned or scheduled. The rep was informed the record would be closed and reopened as needed. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
D6a - date of implant.